Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that her daughter¿s onetouch ultra mini meter was reading inaccurately high, compared to another meter (unknown meter). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017 at 8.10 pm, alleging that her daughter had obtained an inaccurately high blood glucose reading of ¿589 mg/dl¿ with the subject meter compared to ¿430 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The reporter stated that the patient¿s diabetes is managed with sliding scale insulin, that includes taking humalog (unknown dose) and basaglar insulin (13 units per day), and that no changes were made to their normal diabetes management in response to the alleged meter inaccuracy. Five minutes after the alleged meter issue began the reporter stated that the patient developed symptoms of ¿dizziness, vomiting, shaking, and having trouble staying awake¿. The reporter stated that in response to the symptoms the patient was taken to the emergency room and treated with ¿2 bags of saline, and had blood work and urine screening¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.